Event description:
It was reported the patient's spectra penile prosthesis was removed due to infection. No patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. They performed within specifications.